Manufacturer narrative:
The malfunction was observed by a zoll representative; however after disassembling the device to determine root cause, the malfunction was no longer seen. The device was put through extensive testing which included functional testing, power cycling and bench handling without duplicating the malfunction. The bridge board was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the device and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device's display blanked out and would restart/reboot itself multiple times. Complainant indicated that there was no patient involvement in the reported malfunction.